Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was kinked. Additionally, the positioner returned in good conditions, and the suture did not. A functional inspection was performed, the mandrel 0.039 was loaded into the device and resistance was felt. It is most likely that the damage was caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the problem, consistently leading to device being kinked made it difficult to advance. Consequently, affect the performance of the device. Based on the analysis results of stent kinked, the investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during ureteral stone management, there was resistance placing the stent. When the stent was pulled out, it was found that the pigtail loop was kinked. Another of the same stent was used to complete the procedure successfully. No patient complications were reported. The patient's condition was reported to be stable.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that, during ureteral stone management, there was resistance placing the stent. When the stent was pulled out, it was found that the pigtail loop was kinked. Another of the same stent was used to complete the procedure successfully. No patient complications were reported. The patient's condition was reported to be stable.